Event description:
The technician reported the side rail cannot rotate to the latch position. No pt injury reported.

Manufacturer narrative:
The technician found the side rail has a bent slid bracket. The technician replaced the side rail slid bracket to resolve the issue. Based on this information, no further action is required.